Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A pediatric automated peritoneal dialysis (pd) patient experienced a breach in aseptic technique which resulted in fungal peritonitis. The breach in aseptic technique was further described as the caregiver was not washing their hands or wearing a mask at all times. It was not reported if patient was hospitalized for the peritonitis event. Treatment was not reported. Action with pd therapy was not reported. At the time of this report, the patient outcome was not reported. It was not reported if the caregiver was retrained on the proper aseptic technique. No additional information is available.